Manufacturer narrative:
Manufacturer's representative inspected product at user's facility. Findings included misaligned/loose charging systems, loose powerpacs and improperly adjusted manual release cable. Manufacturer has requested the product be returned for further evaluation. Manufacturer's investigation continues.

Event description:
Power stretcher operated correctly while being unloaded from the ambulance, patient retrieval and transport to the ambulance for loading. Stretcher had no power upon emts trying to activate for load. One emt experienced a back strain upon trying to load the patient manually.